Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag manufacturer. This report has been identified as b. Braun melsungen ag internal report (B)(4). A review of the batch and manufacturing records revealed no abnormalities or nonconformances.